Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe heavy bleeding"), iron deficiency anaemia ("anemia") and lymphadenopathy ("after loss of both fallopian tubes right inguinal adenopathy"). The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia and lymphadenopathy outcome was unknown. The reporter considered genital haemorrhage, iron deficiency anaemia, lymphadenopathy and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') in a 38-year-old female patient who had essure (batch no. 50534022) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Previously administered products included for an unreported indication: hormonal patch. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced back pain ("lower back pain"), heavy menstrual bleeding ("menorrhagia / hypermenorrhea"), abdominal distension ("abdominal distention") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced iron deficiency anaemia ("anemia / mild anemia"). On (B)(6) 2019, the patient experienced adnexa uteri pain ("ovarian pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("severe heavy bleeding"), dysmenorrhoea ("dysmenorrhoea"), vaginal discharge ("chocolaty color vaginal discharge"), complication of device insertion ("essure device was placed in the right ostium and cannot be placed in the left ostium (no further details provided)"), lymphadenopathy ("after loss of both fallopian tubes right inguinal adenopathy / benign right inguinal adenopathy") with abdominal pain lower and groin pain and dysuria ("dysuria"). The patient was treated with dexketoprofen trometamol (enantyum), iron, trolamine salicylate (analgesia), norethisterone acetate (primolut nor) and surgery (essure removal via laparoscopic bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea, abdominal distension, vaginal discharge, adnexa uteri pain, complication of device insertion, iron deficiency anaemia, lymphadenopathy, fatigue and dysuria outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, back pain, complication of device insertion, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, heavy menstrual bleeding, iron deficiency anaemia, lymphadenopathy, pelvic pain and vaginal discharge to be related to essure. The reporter commented: essure device was placed in the right ostium and cannot be placed in the left ostium (no further details provided). Right ostium bath number 50534022, left ostium batch number 808911. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2019: a 19.4 x 53 mm lymph node formation is identified that shows benign radiological characteristics. Allergy test - on (B)(6) 2019: rule out type IV sensitization; on (B)(6) 2019: type IV sensitization is not detected. Blood test - on (B)(6) 2018: mild anemia. Gynaecological examination - on (B)(6) 2018: both essure are visible; on (B)(6) 2019: patient referred from gynecology for pain in the groin area after laparoscopic intervention for removal of essure. Current disease: pain in the groin area with standing with exertion, prolonged ambulation and when driving. Examination: a painful area is palpated in the right crural area, a nodule of about 1-2 cm that is not mobile or reducible or protrudes with the valsava maneuver. Pathology test - on (B)(6) 2018: secretory endometrium; on (B)(6) 2020: the pathological palpation area is explored and a 19.4 x 53 mm lymph node formation is identified that shows benign radiological characteristics. Clinical judgment: benign right inguinal adenopathy. Specialist consultation - on an unknown date: she refers to very heavy bleeding with the menstrual period, with premenstrual bleeding, moderate dysmenorrhea, dyspareunia. Examination: chocolaty color vaginal discharge. Clinical judgment: hypermenorrhea and dysmenorrhea; on (B)(6) 2018: after implanting essure, the patient experiences heavy vaginal bleeding for 20 days a month. Diagnosis: excessive or frequent menstruation. Clinical judgment: menorrhagia; on (B)(6) 2019: abdomen with pain on palpation, neither femoral hernia nor palpable adenopathies were observed. Ultrasound scan - on (B)(6) 2019: no rests of the device were observed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2021: the following information was included: health care professional's reporter, patient details, medical history, historical drug, start date updated from 2011 to (B)(6) 2011, batch number, other treatment product, device insertion failed, heavy menstrual bleeding, dysmenorrhea, vaginal discharge abnormality, back pain, fatigue, abdominal distension, abdominal pain, groin pain, dysuria on (B)(6) 2021: ha reference number. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') in a 38-year-old female patient who had essure (batch no. 50534022) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Previously administered products included for an unreported indication: hormonal patch. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced back pain ("lower back pain"), heavy menstrual bleeding ("menorrhagia / hypermenorrhea"), abdominal distension ("abdominal distention") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced iron deficiency anaemia ("anemia / mild anemia"). On (B)(6) 2019, the patient experienced adnexa uteri pain ("ovarian pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("severe heavy bleeding"), dysmenorrhoea ("dysmenorrhoea"), vaginal discharge ("chocolaty color vaginal discharge"), complication of device insertion ("essure device was placed in the right ostium and cannot be placed in the left ostium (no further details provided)"), lymphadenopathy ("after loss of both fallopian tubes right inguinal adenopathy / benign right inguinal adenopathy") with abdominal pain lower and groin pain and dysuria ("dysuria"). The patient was treated with dexketoprofen trometamol (enantyum), iron, trolamine salicylate (analgesia), norethisterone acetate (primolut nor) and surgery (essure removal via laparoscopic bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea, abdominal distension, vaginal discharge, adnexa uteri pain, complication of device insertion, iron deficiency anaemia, lymphadenopathy, fatigue and dysuria outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, back pain, complication of device insertion, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, heavy menstrual bleeding, iron deficiency anaemia, lymphadenopathy, pelvic pain and vaginal discharge to be related to essure. The reporter commented: essure device was placed in the right ostium and cannot be placed in the left ostium (no further details provided). Right ostium bath number 50534022, left ostium batch number 808911. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2019: a 19.4 x 53 mm lymph node formation is identified that shows benign radiological characteristics. Allergy test - on (B)(6) 2019: rule out type IV sensitization; on (B)(6) 2019: type IV sensitization is not detected. Blood test - on (B)(6) 2018: mild anemia. Gynaecological examination - on (B)(6) 2018: both essure are visible; on (B)(6) 2019: patient referred from gynecology for pain in the groin area after laparoscopic intervention for removal of essure. Current disease: pain in the groin area with standing with exertion, prolonged ambulation and when driving. Examination: a painful area is palpated in the right crural area, a nodule of about 1-2 cm that is not mobile or reducible or protrudes with the valsava maneuver. Pathology test - on (B)(6) 2018: secretory endometrium; on (B)(6) 2020: the pathological palpation area is explored and a 19.4 x 53 mm lymph node formation is identified that shows benign radiological characteristics. Clinical judgment: benign right inguinal adenopathy. Specialist consultation - on an unknown date: she refers to very heavy bleeding with the menstrual period, with premenstrual bleeding, moderate dysmenorrhea, dyspareunia. Examination: chocolaty color vaginal discharge. Clinical judgment: hypermenorrhea and dysmenorrhea; on (B)(6) 2018: after implanting essure, the patient experiences heavy vaginal bleeding for 20 days a month. Diagnosis: excessive or frequent menstruation. Clinical judgment: menorrhagia; on (B)(6) 2019: abdomen with pain on palpation, neither femoral hernia nor palpable adenopathies were observed. Ultrasound scan - on (B)(6) 2019: no rests of the device were observed. Lot number: 50534022 manufacture date:2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / chronic pelvic pain') in a 38-year-old female patient who had essure (batch no. 50534022) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy. Previously administered products included for an unreported indication: hormonal patch. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced back pain ("lower back pain"), heavy menstrual bleeding ("menorrhagia / hypermenorrhea"), abdominal distension ("abdominal distention") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced iron deficiency anaemia ("anemia / mild anemia"). On (B)(6) 2019, the patient experienced adnexa uteri pain ("ovarian pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage ("severe heavy bleeding"), dysmenorrhoea ("dysmenorrhoea"), vaginal discharge ("chocolaty color vaginal discharge"), complication of device insertion ("essure device was placed in the right ostium and cannot be placed in the left ostium (no further details provided)"), lymphadenopathy ("after loss of both fallopian tubes right inguinal adenopathy / benign right inguinal adenopathy") with abdominal pain lower and groin pain and dysuria ("dysuria"). The patient was treated with dexketoprofen trometamol (enantyum), iron, trolamine salicylate (analgesia), norethisterone acetate (primolut nor) and surgery (essure removal via laparoscopic bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, genital haemorrhage, heavy menstrual bleeding, dysmenorrhoea, abdominal distension, vaginal discharge, adnexa uteri pain, complication of device insertion, iron deficiency anaemia, lymphadenopathy, fatigue and dysuria outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, back pain, complication of device insertion, dysmenorrhoea, dysuria, fatigue, genital haemorrhage, heavy menstrual bleeding, iron deficiency anaemia, lymphadenopathy, pelvic pain and vaginal discharge to be related to essure. The reporter commented: essure device was placed in the right ostium and cannot be placed in the left ostium (no further details provided). Right ostium bath number 50534022, left ostium batch number 808911. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on (B)(6) 2019: a 19.4 x 53 mm lymph node formation is identified that shows benign radiological characteristics. Allergy test - on (B)(6) 2019: rule out type IV sensitization; on (B)(6) 2019: type IV sensitization is not detected. Blood test - on (B)(6) 2018: mild anemia. Gynaecological examination - on (B)(6) 2018: both essure are visible; on (B)(6) 2019: patient referred from gynecology for pain in the groin area after laparoscopic intervention for removal of essure. Current disease: pain in the groin area with standing with exertion, prolonged ambulation and when driving. Examination: a painful area is palpated in the right crural area, a nodule of about 1-2 cm that is not mobile or reducible or protrudes with the valsava maneuver. Pathology test - on (B)(6) 2018: secretory endometrium; on (B)(6) 2020: the pathological palpation area is explored and a 19.4 x 53 mm lymph node formation is identified that shows benign radiological characteristics. Clinical judgment: benign right inguinal adenopathy. Specialist consultation - on an unknown date: she refers to very heavy bleeding with the menstrual period, with premenstrual bleeding, moderate dysmenorrhea, dyspareunia. Examination: chocolaty color vaginal discharge. Clinical judgment: hypermenorrhea and dysmenorrhea; on (B)(6) 2018: after implanting essure, the patient experiences heavy vaginal bleeding for 20 days a month. Diagnosis: excessive or frequent menstruation. Clinical judgment: menorrhagia; on (B)(6) 2019: abdomen with pain on palpation, neither femoral hernia nor palpable adenopathies were observed. Ultrasound scan - on (B)(6) 2019: no rests of the device were observed. Lot number: 50534022. Manufacture date: 2010-07. Expiration date: 2013-07. Lot number: 808911. Manufacture date: 2010-11. Expiration date: 2013-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe heavy bleeding"), iron deficiency anaemia ("anemia") and lymphadenopathy ("after loss of both fallopian tubes right inguinal adenopathy"). The patient was treated with surgery (bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, iron deficiency anaemia and lymphadenopathy outcome was unknown. The reporter considered genital haemorrhage, iron deficiency anaemia, lymphadenopathy and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.